Manufacturer narrative:
(B)(4). The device history review for the product horizon ti med 6/cart 180/box, lot number 73h1500514 investigations did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clip did not work; it gave way. The patient's condition was reported as unknown.